Event description:
(B)(4). Allergic reaction-lip swelling, bad rash, and anxiety. I went into the emergency room to be treated as I never had an allergic reaction before in my life. No allergy testing or lab work was done on me prior to this device being implanted in me. I had no prior history with anxiety before this device was implanted in me.